Event description:
It was reported that the lift was not functioning due to a faulty cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the lift was not functioning due to a faulty cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results.